Event description:
I was advised by my endocrinologist in (B)(6) 2016, that I need a surgeon consultation and surgery to have my new silicone breast implants removed, as they are literally poisoning and killing me. My story is a little different because I had breast implants put in on (B)(6) 2001 for the first time and had those implants in until (B)(6) 2015. The reason I had the old implants removed was because they were 14 years old. I thought I was doing the right thing by getting them replaced. I had no idea that they were what was making me sick or I would have never had new implants put back in yet again. Now, I have to have surgery once again to explant the new implants. The serial numbers for the new implants are (B)(4). Allergan natrelle. I had the same surgeon in 2001 and 2015. After making around sick as a dog for the past 9 years, doctor after doctor, constantly medicated, no idea why I was so sick. I was born with only the top part of my thyroid to start. I got implants at age (B)(6) and seemed to do fine until I was (B)(6) and then it's like literally death. I began to get very fatigued, candida yeast overgrowth, anxiety, depression, weight gain, emotional instability, migraines, my immune system was so low and I was constantly getting sick with bronchitis. I went misdiagnosed or undiagnosed all together from age (B)(6). I actually had an endo in (B)(6) do an ultrasound of my thyroid for the first time in my life and he is the doctor that advised me that I had a birth defect and diagnosed me with hypothyroidism. Since getting the implants in 2001, I have gotten sicker and sicker. I now have hashimoto's thyroiditis disease as well as hypothyroidism. I just recently moved from (B)(6) where god led me to dr (B)(6). Dr (B)(6) has been diagnosing me one thing at a time and doing an excellent job. He is trying to get my menstrual periods back on track as they have been all over the place or nonexistent for the last 3-5 years. I have very blurry vision and I had lasik surgery just five years ago. And the list goes on and on. He feels it is imperative that I should get the implants out. I had them first put in at (B)(6) and then I just had them redone in (B)(6) 2015. Ever since the new implants were implanted, I have gotten even more gravely ill. I guess maybe because they are so fresh and although the other implants made me sick and I was not 100% right, they were 14 years old so they were not as potent and I was much younger for the first set of implants. The plastic surgeon who did the implants did a horrible job. I got a major infection in my right breast after surgery, and he has left me with horrible thick keloid scars to date. I have now reached a point of sickness wherein I have not been able to work since (B)(6) 2015. I have anxiety and depression so badly that I can barely get out of bed. I have to talk myself into everything that I need to do including something as simple as emptying the dishwasher or taking a shower. I am in extreme muscle/joint pain every day of my life and I have nausea, migraines, headaches, sometimes I feel like I can barely walk, my thumbs and fingers hurt tremendously, my feet and toes hurt, my left arm/leg hurt all day and wakes me up out of my sleep going numb now as well. I have to take medications all day just to be able to exist. I am struggling day after day and I feel I am dying a little more each day. Every day is a constant struggle for me. I even have to coach myself to do the simplest things like brush my teeth. I use to work out at least 3x week. I was a vibrant, happy, outgoing, bubbly, hard working woman and now I am so sad, withdrawn, I have become a recluse and do not want to go anywhere or do anything. I can't work out because I have zero energy. I feel so weak and like I am going to collapse after standing for too long, I dread to do anything anymore and am completely debilitated.